Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed located in the moderately tortuous and severely calcified posterior tibial artery. The balloon ruptured during inflation at 12 atmospheres.

Manufacturer narrative:
(E1) initial reporter city: (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred the target lesion was located in the posterior tibial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications nor injuries reported.